Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. Initial reporter phone: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
The intraocular lens (iol) was folded, so the physician could not perform the procedure. During follow-up, it was found that the problem was detected during the procedure. The iol had contact with the patient's right eye. The iol was not implanted. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 03/01/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and the lens was observed with one lens haptic distorted/bent. Residues of what appears to be ophthalmic viscoelastic (ovd) was observed on the lens optic body. The customer's reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.